Event description:
Event description guidant received information that this cardiac resynchronization therapy defibrillator (crt-d) displayed noise and oversening causing inappropriate episodes. The pacing impedance was low. Additional information was received stating an inappropriate shock was administered, several shocks were diverted, and brady pacing was inhibited because of the noise. During a revision it was noted the opening for the screwdriver to loosen the proximal setscrew was missing. The lead was pulled out of the header. The device was explanted, and replaced. The rate/sense portion of the lead was surgically abandoned and a new rate/sense lead was implanted.